Manufacturer narrative:
On 05/14/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: it was reported in block b5 of the initial report FDA that no explantation date was provided. An explantation date of (B)(6) 2019 was provided. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - it was initially reported that the capsular contracture is grade iii. New information states that the capsular contracture baker grade is IV. - it was initially reported that the explantation date is (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. - the explanted device was replaced with a mentor memorygel breast implant 250cc gel breast prosthesis. - it was initially reported that the patient¿s race is american indian or alaskan native. New information states that the patient¿s race is asian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 250cc gel breast prosthesis, catalog # 3502501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 250cc gel breast prosthesis noticed her right breast appeared higher. A physician later diagnosed it as right breast capsular contracture (baker grade iii). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.